Manufacturer narrative:
The device was returned to zoll japan; the customer's report was verified and isolated to the battery. The reason for the battery's failure to power on the unit remains unclear. Additionally, the battery measurement could not be acquired. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.